Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 19 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2025, treated with IV dextrose, and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while on ilet therapy. Severe hypoglycemia can result in acute symptoms such as diaphoresis and shakiness requiring emergency medical intervention and is consistent with the reported hospital admission and treatment with IV dextrose. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. Based on available information, a device malfunction was not identified and the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.